Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2011 and a drain wa placed. The surgeon found that the drain had a crack which was located outside the patient & apos;s body. The surgeon cut the drain at damaged area and continued to use the drain with no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. No conclusion can be drawn from the evaluation. The event may have been caused by the end user.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.